Manufacturer narrative:
Additional information received: customer was discharged from the hospital on (B)(6) 2026.

Event description:
It was reported that the customer's blood glucose (bg) was 28.3 mmol/l with a trace of ketones. Cause was not known. Customer delivered a bolus of insulin via the pump to address bg. Customer went to the emergency room and was subsequently admitted to the hospital. Healthcare provider identified ketones as dangerous. Customer was treated with intravenous fluids of insulin and saline. Elevated bg/ketones resolved with no permanent injury. Technical support performed a pump system check. No issues were identified with the cartridge or infusion set tubing/cannula. Pump was found to be functioning as intended. Reportedly, customer was using fiasp insulin. Technical support informed customer that fiasp was not labeled for use with the pump. Although requested, customer's discharged date was not provided.

Manufacturer narrative:
Per the tandem diabetes user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.